Event description:
It was reported that while closing the container, the k wire punctured through the container and into the left index finger of a hospital personnel. The k wire was clean. The incident did not happen during a procedure. The hospital personnel was treated with neosporin and a band-aid. This is report 1 of 1 for file (B)(4). This report is for the unknown k wire.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.